Event description:
Patient self tester reports having discrepant results compared to his doctor's coagucheck meter. The doctor supervised the comparative inratio result. Patient's therapeutic target range is 2.0-3.0. Date: (B)(6) 2010; inratio: 3.0. Date: (B)(6) 2010; inratio: 1.3; doctor's coagucheck meter: 2.6. The 3.0 result was at home prior to doctor's visit.

Manufacturer narrative:
Investigation pending.